Event description:
Reporter noted chamber collapse while using the I/a handpiece with a metal sleeve to remove viscoelastic after inserting iol. Anterior vitrectomy was performed. Pt condition is unk. Continued to use system after event without problem.